Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown due to normal battery depletion. Reportedly, the customer was unable to power the pump back on. Customer had elevated blood glucose (bg) levels reaching 586 mg/dl). Reportedly, the customer has back up manual injections to address elevated bg levels.